Manufacturer narrative:
(B)(4)

Event description:
It was reported that during initial implant the physician experienced some difficulty with the stylet in the left ventricular lead, it could not be removed. All measurements were in range, the physician decided to cut the end stylet and plug the lead into the port. The physician would continue to monitor the patient for any out of range lead measurements. The patient is doing fine post operation.